Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion. The customer was issued a replacement battery. As a follow-up, proper maintenance of this device was reviewed.